Event description:
It was reported that the guideing catheter was inserted in the femoral artery, with an .035 support wire. An attempt was made to torque the system to reach the right coronary ostium, but it was unsuccessful. The decision was made to change this guiding catheter, but when it was removed, the distal part of the guiding catheter remained in pt. Retrieval was successful using a snare device. There were no reported effects to the pt.